Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported no return of blood was not confirmed. The investigation was unable to determine a conclusive cause for the reported no return of blood; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported no femoral angiogram or other type of imaging was performed. Per the proglide instructions for use, perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a preclose technique, via a 7fr sheath prior to a coronary angioplasty procedure. No femoral angiogram was performed. Reportedly, there was no return of blood despite being in the artery. Hemostasis was achieved with another proglide. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose procedure. No additional information was provided.